Event description:
In (B)(6) 2009, the patient began treatment with dianeal pd2 ultrabag intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). In 2010, the patient was hospitalized for fungal peritonitis. It was not reported if a sample of peritoneal effluent was analyzed, or if remedial therapy was prescribed. On an unknown date the patient was transferred to hemodialysis (hd). The root cause of the peritonitis was unknown. It was not reported if the event of fungal peritonitis resolved, or if dianeal therapy continued. The nurse believed that the event of fungal peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.